Manufacturer narrative:
E1: reporter facility name - (B)(6).

Event description:
It was reported that the pump alarmed occlusion. There was unknown patient involvement.

Manufacturer narrative:
D9; date returned to mfg: 2/21/2025. One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported problem was duplicated during the visual and functional testing. The visual testing performed and found the downstream occlusion seal was damaged. During functional testing it was found that the downstream occlusion sensor was defective. The downstream occlusion seal and sensor was replaced.